Event description:
It was reported that prior to insertion, the physician noticed that the guide wire was kinked a few centimeters from the tip, however, sine there were no additional guide wires in the hospital, it was successfully used as is. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4).